Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their device had a bad printed circuit assembly (pca). There was no report of pt involvement.